Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and received no delivery alarm. The customer¿s blood glucose level was 300 to 400 mg/dl. The customer was treated with a pump. The customer also states the infusion set cannula was bent. The customer states the insulin exited. The customer also states alarm did not occur during manual prime. Advised to change entire system. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.